Event description:
In late 2008, the pt's mother reported the pt was just released form the hosp after being diagnosed with ketoacidosis. She stated that five days prior, the pt's blood glucose reading was 156 mg/dl in the morning but later in the day he began to feel "really bad". Symptoms were headache, vomiting and excessive thirst. His brother took him to the hosp where his blood glucose measured 460 mg/dl with his normal range being 180-350 mg/dl. He was disconnected from his insulin infusion device and put on an IV drip. After 2 days, his blood glucose decreased to his normal range and on the third morning reconnected to his infusion device and was released from the hosp. By two days prior to original date, his blood glucose elevated to 450 mg/dl. He changed all his accessories and was able to decrease his reading to 120 mg/dl that night. By the days prior to original date, his reading again elevated to 220 mg/dl. She stated the pt is currently at work and she does not know what his current blood glucose is. She stated she will have him call to complete troubleshooting. The following month, the pt was called back and reported he went into the hosp about 2 weeks due to elevated blood glucose. He said he went to work that day but was sent home because he felt nauseous. He stated he had changed his insulin cartridge that day, and now he knows he filled the cartridge with the wrong insulin. Product was replaced and requested to be returned for eval.